Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing undesired stimulation to non-target areas as well as inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively with good coverage. The explanted lead was not returned.